Manufacturer narrative:
Samples are drawn in lithium heparin plasma separator tubes. The ise system is calibrated every 24 hours in the evening, and qc samples are run every 8 hours. The twice weekly flow cell maintenance procedure is in use. After the erroneous results were obtained, the ise system was recalibrated, qc was performed and all samples with negative anion gaps were repeated. A field service engineer (fse) was dispatched: the fse cleaned the cl port and the electrolyte injector cup assembly. The fse swapped the sodium electrode positions. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) and potassium (k) results generated by the unicel dxc 880i synchron access clinical systems. The initial results were reported out of the lab. Customer re-tested original samples and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.